Event description:
During routine testing of the device at the service center, the service tech reported the 12 volt battery failed the mfg test. The monitor was originally returned for repair of an "f0a1" error message when the battery failure was found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.